Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient received a replacement device. The patient alleges having a weak blower and the hose burns the lungs, also the hose has a terrible odor of plastic smell. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging the dreamstation 2 advanced auto CPAP device. The patient received a replacement device. The patient alleges having a weak blower and the hose burns the lungs, also the hose has a terrible odor of plastic smell. There was no report of patient harm or injury. There was no medical intervention reported. The device has not yet been returned to the manufacturer for evaluation. Based on the information available, there is no evidence indicating a reportable malfunction occurred. An MDR is not required for this complaint.